Manufacturer narrative:
During the procedure a 6.5 f jb1 sheath was used. As reported by the (B)(4) registry, seven hours after the patient had a precise stent implanted in the right proximal carotid artery, the patient was noted to have left sided pronator drift and subtle weakness in the setting of hypotension. At the time of the index procedure, angiography revealed a 75% stenosis of the right proximal carotid artery. The lesion was described as 20mm in length, 5.5mm in diameter with severe tortuosity and moderate calcification. The patient was symptomatic with a pre-procedure nih stroke scale score of 1. After pre-dilation a non-cordis embolic protection device was deployed followed by implantation of a precise rx stent, with 20% residual stenosis. Presence of air bubbles or thrombus was not noted. The patient left the angiography suite without any new neurological deficit. Approximately seven hours post index procedure, the patient was noted to have left sided pronator drift and subtle weakness in the setting of hypotension. He was weaned off norepinephrine overnight but persisted with frank weakness. The weakness improved with fluid bolus; believed to be pressure dependent. The patient was diagnosed with exacerbation of stroke symptoms related to hypotension. The patient was discharged approximately four days later with the baseline left facial weakness and left upper extremity weakness and an nih stroke scale score of 3. The patient medical history includes previous stroke, hypertension and hyperlipidemia with a high risk criteria of age >75. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15401745 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hypotension, hypoperfusion and the resultant symptoms are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported by the (B)(4) registry, seven hours after the patient had a precise stent implanted in the right proximal carotid artery, the patient was noted to have left sided pronator drift and subtle weakness in the setting of hypotension. At the time of the index procedure, angiography revealed 75% stenosis of the right proximal carotid artery. The lesion was described as 20mm in length, severe tortuosity and moderate calcification (>=3mm width). The reference vessel was 5.5mm in diameter. The patient's pre-procedure nih stroke scale score was 1. The patient was symptomatic. A non-cordis embolic protection device was deployed. A 10 x 40mm precise rx stent was implanted after pre-dilation, with 20% residual stenosis. The patient left the angiography suite without any new neurological deficit. Presence of air bubbles was not noted. Thrombus was not noted pre or post deployment. The procedure ended at 18:20 on (B)(6) 2011. Approximately seven hours post index procedure ((B)(6) 2011 at 01:24), the patient was noted to have left sided pronator drift and subtle weakness in the setting of hypotension. He was weaned off norepinephrine overnight but with frank weakness on (B)(6) 2011 at 06:40. The weakness improved with fluid bolus; believed to be pressure dependent. The patient was administered fluid boluses and vasopressors to treat the event. The patient was diagnosed with exacerbation of stroke symptoms related to hypotension. The patient was approximately four days later with the baseline left facial weakness and left upper extremity weakness and an nih stroke scale score of 3.